Manufacturer narrative:
B5.

Event description:
It was reported that the patient presented for a follow-up visit. During the follow-up visit, it was noted that the patient's right ventricular (rv) lead demonstrated a failure to capture, and a potential issue with helix rotation was suspected. Programming changes were made, and the rv lead was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed by analysis but the reported event of helix rotation issue was confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis found the inner coil to be over torqued at the connector region consistent with procedural damage.

Event description:
It was reported that the patient presented for a follow-up visit. During the follow-up visit, it was noted that the patient's right ventricular (rv) lead demonstrated a failure to capture, and a potential issue with helix rotation was suspected. The rv lead was explanted and successfully replaced. The patient was stable.